Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. The device had a missing end cap sticker, peeling address/serial number label, cracked battery tube threads, and cracked reservoir tube lip noted during visual inspection. Unable to perform the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test due to a keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 348 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.